Event description:
This report was received from (B)(6) and is a spontaneous report by a nurse from (B)(6) of peritonitis in a patient, coincident with extraneal viaflex and physioneal 40 unknown bag therapies for continuous ambulatory peritoneal dialysis (capd). The patient experienced peritonitis manifested by abdominal pain and cloudy effluent. The cause of the peritonitis was not reported, yet the reporter suspected bacterial peritonitis (not confirmed). The patient received remedial treatment with vancomycin, ceftazidine and fluconazole. The event of peritonitis was recovering. Extraneal viaflex was ongoing at a reduced dose, as was remedial treatment with vancomycin, ceftazidine, and fluconazole. The outcome of the peritonitis is resolving. The nurse believed that the peritonitis was unlikely related to extraneal and physioneal therapies.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. The cause of the reported condition of peritonitis is undetermined.